Manufacturer narrative:
(B)(4). Date sent to the FDA: 2/7/2020. A manufacturing record evaluation was performed for the finished device paz310 batch number, and no non-conformances were identified. Additional h3 investigation summary: it was reported breakage suture. An opened sample of product code: w9560, lot#: paz310 was returned for analysis. During the visual inspection of the open sample, the swage and attachment area were noted to be as expected. The suture was dispensed and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample, no breakage suture was found and the tested sample met the finished goods requirements. Additional h3 investigation summary: three sealed boxes and six unopened samples of product code: w9560, lot#: paz310 were returned for analysis. The box contains a dozen. During the visual inspection of unopened samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no breakage suture was found and the tested samples met the finished goods requirements.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide number of devices with issue in this single procedure. When did the suture break?; in the package/ during dispensing (before use on patient)/ during actual suturing (during use on patient)? How was the case completed? Any adverse patient consequences and what medical and surgical intervention was provided? Device return status/ follow up accordingly. Note: events reported in 2210968-2020-00347, 2210968-2020-00348, 2210968-2020-00349, and 2210968-2020-00350.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and suture was used. During the procedure, the suture kept cutting off due to loose strength of the thread. There were no adverse patient consequences reported. Additional information was requested.